Manufacturer narrative:
The mask has been received by the resmed technical service center and an evaluation was performed. The evaluation confirmed that the non-vented quattro air nv mask had an exterior packaging labelled as a vented quattro air full face mask system. No device was involved in an adverse event. The design authority, (B)(4), has thoroughly investigated the mask labeling issue and the root cause has been isolated to mask packaging on a single rework. The physical masks, vented quattro air and non-vented quattro air, are clearly distinguishable in form and color as well as a different elbow connection size. In response to this investigation and in communication with our local recall coordinator, resmed has issued a product recall notification to all of our affected customers to ensure they are fully aware of the issue. (B)(4).

Event description:
It was reported to resmed that a non-vented quattro air full face mask had an exterior packaging labelled as a vented quattroair full face mask system. It was reported that the mask was not placed on a patient; therefore, there was no patient involvement.